Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Information was corrected the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was attempted to be implanted. It was noted that, during the implant procedure, low amplitude and undersensing in all vectors was being exhibited, the system was attempted to be repositioned multiple times, with no success. Eventually, it was decided to explant this system and implant and implantable cardioverter defibrillator (ICD) system instead. This system is expected to be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was attempted to be implanted. It was noted that, during the implant procedure, low amplitude and undersensing in all vectors was being exhibited, the system was attempted to be repositioned multiple time, with no success. Eventually, it was decided to explant this system and implant and implantable cardioverter defibrillator (ICD) system instead. This system is expected to be returned for analysis. No adverse patient effects were reported.